Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-01093.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils), a penumbra smart coil detachment handle (handle), and a non-penumbra microcatheter. During the procedure, the physician placed three coils into the target location using the handle. Then, the physician advanced a smart coil into the target location using the microcatheter and attempted to detach it using the handle; however, the smart coil failed to detach. Therefore, the smart coil was removed. While attempting to advance another smart coil into the microcatheter, the physician experienced resistance, and subsequently, the smart coil would not advance further. Therefore, the smart coil was removed. The procedure was completed using other coils and the same handle. There was no report of an adverse effect to the patient.